Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel catheter with no stent. The balloon was loosely folded. There was contrast in the lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20 x 3.00 rebel stent was advanced to treat the lesion. However during the procedure, it was observed via angiography the absence of stent mesh overlapped on the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20 x 3.00 rebel stent was advanced to treat the lesion. However during the procedure, it was observed via angiography the absence of stent mesh overlapped on the balloon.